Event description:
A customer contacted beckman coulter inc. (Bec) regarding two of the total t4 (tt4) patient results generated by the access 2 immunoassay system that were reported outside the laboratory and questioned by the physician because the low tt4 results were recovered from samples that recovered normal tsh results. The customer's current reference range in use for tt4 is 6.1-12.2 ug/dl and for tsh is 0.3-6.1uiu/ml. The customer did not provide additional details regarding the patient samples. No results were provided. Bec followed up multiple times with no response from the customer. It is unknown is there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
The customer confirmed that they are routine with weekly and daily maintenance. The customer also indicated that there are no known issues with system check performance. Qc has been recovering within the expected ranges.